Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during task simulator practice with the surgeon console (sc), the blue screen that normally appears on the surgeon interactive display (sid) remained in the field of view on the sc 3d display. Although the team was still able to move the instruments, they could not complete the task. There was no way to exit or restart the exercise, as the menu was not accessible. Restarting the console and simulator resolved the issue. There was no patient involvement.

Event description:
It was reported that during task simulator practice with the surgeon console (sc), the blue screen that normally appears on the surgeon interactive display (sid) remained in the field of view on the sc 3d display. Although the team was still able to move the instruments, they could not complete the task. There was no way to exit or restart the exercise, as the menu was not accessible. Restarting the console and simulator resolved the issue. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of a provided image for the reported surgeon console. One image was received for evaluation. The image depicted a surgeon console 3d display with the blue arm location set up screen on the top-left corner. The blue screen is overlayed and limiting the simulation filed of view on the surgeon console 3d display. Evaluation of the surgeon console confirmed the reported condition. The investigation identified the most likely root cause could be traced to a simulator failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.